Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery because the system was not working due to fluid loss. The balloon had only 7 cc fluid in it. All the components were explanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information will be provided as relevant information becomes available.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Returned product consisted of an ams800 pressure regulating balloon, occlusive cuff and a control pump. The cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. Functional tests concluded the cuff performed within product specifications. The ams800 control pump was visually and microscopically examined. No leaks were found. The control pump was not functionally tested due to the confirmed balloon leak. The ams800 pressure regulating balloon was visually and microscopically examined. There were two (2) pinhole leak(s) in the balloon shell that was the result of bulging and fatigue. The balloon was not functionally tested due to the confirmed leak(s). The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components of device system: model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 1000269225, model/ catalog description: control pump fgs iz. Model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 1000282114, model/ catalog description: balloon fgs 61-70 cm.

Manufacturer narrative:
Related components of device system: model number/catalog number: 72404127; serial number: n/a; batch/lot number: 1000269225; model/catalog description: control pump fgs iz. Model number/catalog number: 72400024; serial number: n/a; batch/lot number: 1000282114; model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery because the system was not working due to fluid loss. The balloon had only 7 cc fluid in it. All the components were explanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information will be provided as relevant information becomes available.